Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is having difficulty communicating with his scs ipg and the charger. The patient stated he is very thin and his ipg was implanted at a slight angle and is superficial. The patient stated there is not much tissue between his ipg and the charger antenna when he charges, but is able to charge the ipg. The patient also stated his charge time has increased and has caused some tenderness/soreness at the ipg site. Follow-up on (B)(6) 2014 identified the patient continues to experience communication issues with his ipg and is considering having his ipg removed. Surgical intervention may be undertaken at a later date to address the issue.